Manufacturer narrative:
DHR review completed by the manufacturing facility. There were no issues noted during manufacture. Unused samples from same lot requested but not received. It cannot be determined if the use of the onli hydrophilic catheter usage caused or contributed to end user's reported urethral abrasion or swollen testicles. No conclusion can be drawn regarding the root cause of the end user's reported issues. End user's age and weight not known so an estimation was used in this medwatch.

Event description:
It was reported that in (B)(6) 2018, the end user used a hollister onli hydrophilic catheter for intermittent catheterization. Following the catheterization, the end user experienced a urethral abrasion and swollen testicle. The end user was treated with in-hospital checks and some medicines for 1 month. It is not known what was done during the checks or what medicine was used. The exact cause of the abrasion and swelling is not known.